Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0002184052-2016-00232.

Event description:
It is reported the set screw (closure top) threads stripped/cross threaded while it was threaded into the reduction sleeve at the transition thread in the sleeve when it transitions to the tulip head threads of the polyaxial screw. This was a brand new sleeve that had only the one set screw through it. It removed half of the threads of the set screw and damaged the sleeve transition thread. A new set screw was able to be placed down the sleeve to finish the case and no further issue was seen. Upon further investigation the transition thread on the bottom was grossly malformed and pushed away from the threads. The was no impact to the patient and the case was not delayed. The sales associate reported the set screw (closure top) was discarded, however he reports one side of the threads were removed.

Manufacturer narrative:
The returned sleeve was evaluated. There was some minor damage found on the tip of the thread, but this was not enough to affect the functionality of the sleeve. The sleeve was found to function as expected when tested with mating screws. The reported issue may have been related to cross threading of the closure top at the interface where the extender sleeve's threads transition into the pedicle screw's tulip threads. However, the related closure top was not returned for evaluation. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.